Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported needle to cuff miss and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction h6- medical device problem code 1430 - knot updated to 1142 - needle to cuff miss.

Event description:
Subsequently to the initially filed MDR, the following information was provided: reportedly, prior to the evar procedure, when attempting to pre-place proglide sutures, a cuff miss [suture retrieval issue] occurred with one device. A new proglide suture successfully replaced the malfunctioned device. Ultimately, a total of two proglide sutures were successfully pre-placed and used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to a large bore hole and the evar procedure was completed. Reportedly post procedure, one of the knots were loose after knot advancement. A new proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.